Event description:
Additional info provided by the reporting surgeon indicates that the uveitis has improved rapidly. The surgeon states he feels there was no association between the event and the intraocular lens.

Event description:
A surgeon reported that one day following implantation of an intraocular lens (iol), the pt visited the hospital because of hyperemia. The surgeon diagnosed uveitis and observed an opaque area on the posterior side of the iol. The anterior side was clear. The lens remains implanted. The association between this event and the iol is not known. Additional information has been requested.